Event description:
The customer reported a few milliliters of clenz solution overflowed with low alarm alert involving coulter act diff 12 analyzer. The customer noted sufficient clenz solution was in the bottle. The customer indicated the red blood cell (rbc) bath overflowed with the clenz solution, and the white blood cell (wbc) bath did not fill with the solution. The customer had on personal protective equipment (ppe): gloves and a laboratory coat during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered clenz solution overflowed from the red blood cell (rbc) bath when the customer primed the clenz reagent due to a false low error message. The fse replaced the inline fluid detector and resolved the issue. The unit conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility. Beckman coulter, inc. (Bec) internal identifier for this report is 1061932-2012-01519.